Event description:
Surgeon was in the process of drilling holes in the vertebral bodies in order to place caspar distraction pins. The scrub tech handed him the fj840r (abc drill bit-device 1) (loaded in the angled handpiece of the hilan drill) and the ff907r (distraction pin drill guide-device 3). The surgeon proceeded to drill the hole, the drill proceeded to pass beyond the posterior cortex, pat the pll (posterior lateral ligament) and into the spinal cord. Surgery prolonged approximately 30 minutes.